Event description:
It was reported that during an unk procedure, the knife would not work with the first device. After firing the second device, the anvil would not open. The device was locked on the tissue. The device was destroyed, in order to release the tissue from the device. It had to be cut out. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Results = damaged firing trigger teeth. (Device b): results: damaged pinion axle support. Conclusions: damaged pinion axle support. Eval summary: device a was received in good visual condition and with two reloads present. Reload c was received partially fired and with the lockout tab normal. Reload d was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. Device b was returned with the firing mechanism damaged and with no reload present. The device opened and closed without any difficulties noted. No further functional testing could be performed, due to the condition of the device. The device disassembled to verify the condition of the internal components and the firing trigger teeth and, the left shroud pinion axle support were found damaged. While no conclusion could be reached on what caused the firing mechanism to fall, it is possible that the device was attempted to fire on thicker tissue than indicated, causing an increase of the internal forces, resulting in the component yielding. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgoa. Event could not be confirmed as the device opened without any difficulties noted and there were no abnormalities found on the knife or cutting components. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.